Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2014. The device was manufactured from 10/03/2014 to 10/09/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was completely dry. This was noticed after opening the packaging but before using the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.